Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the down arrow button of the insulin pump was stopped working and motor error alarms. The customer¿s blood glucose was unknown. Customer was really had hard time using insulin pump. The insulin pump will not be returned for analysis.